Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during dwell 5 of 7 while the patient was connected. The technical service representative (tsr) explained the alarm which the home patient (hp) had cleared prior to calling. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The hp would call their registered nurse regarding the event and any missed therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.